Event description:
It was reported that there was an atrial signal during ventricular anti-tachycardia pacing when there is no atrial lead. The use of the device for a purpose other than which it was intended was questioned. Settings were revised and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.